Manufacturer narrative:
Device evaluation has been completed. Analysis indicated that the bur could not be loaded into the handpiece due to rust at the tip of the bearing. Analysis also found deterioration on the collar, release collar, nose, ball and bearing. The deterioration is due to dirt and rust. Collar, release collar, nose, ball and bearing were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Manufacturer narrative:
The product was returned for analysis. Device evaluation is not complete; evaluation is in progress. Pre-repair inspection of the device could not confirm the reported event of overheating. The pre-repair temperature testing could not be performed since the bur could not be inserted into the handpiece.

Event description:
It was reported that during a tympanoplasty surgery the visao handpiece overheated while using a cooling tube. Black color oil also came out from the visao tip. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.